Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the device shorted during defibrillation threshold (dft) testing from a non-boston scientific defibrillation lead. A new device was implanted. No adverse patient effects were reported.